Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a perforation. During a procedure to treat atrial fibrillation, after completing treatments to the left sided veins, and moving the farawave pulsed field ablation catheter in flower configuration from left inferior pulmonary vein (lipv) to the right inferior pulmonary vein (ripv), the physician wired the vein and carefully retracted the catheter back into the sheath. Contrast was injected into the vein, and contrast was observed flowing into the septum, specifically waterstons groove. Throughout the process, transesophageal echocardiogram (toe) was used to monitor the patient for any signs of effusion, but fortunately, none were detected. It was suspected that the tip of the sheath caused the perforation. After the procedure, the patient was closely monitored on the table for 30 minutes before being transferred to the intensive care unit (ICU). The team reversed the heparin and were optimistic that the patient would recover without the need for surgery.